Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 35-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, seizures, incisional hernia, cholecystectomy, tonsillectomy, hyperemesis, multiple allergies, tiredness, leiomyoma nos, endometrial hyperplasia, multigravida and parity 3. Concurrent conditions included dizziness. Concomitant products included levothyroxine sodium (synthroid) since 2002 and levothyroxine since (B)(6) 2012 for hypothyroidism as well as calcium carbonate from (B)(6) 2014 to (B)(6) 2019, citalopram from (B)(6) 2009 to (B)(6) 2015, colestyramine (cholestyramine) from (B)(6) 2014 to (B)(6) 2019, cyclobenzaprine hydrochloride (cyclobenzaprin) from (B)(6) 2014 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2014 to (B)(6) 2018, levothyroxine sodium (levothroid), liothyronine sodium from (B)(6) 2014 to (B)(6) 2014, metoclopramide from (B)(6) 2014 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), pantoprazole from (B)(6) 2014 to (B)(6) 2019, promethazine hydrochloride (promethazine hcl) and terbinafine hydrochloride (ternazole) from (B)(6) 2009 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), escitalopram oxalate, ferrous sulfate, minerals nos;vitamins nos, minerals nos;vitamins nos (prenatal vitamins), nortriptyline, sertraline, sumatriptan succinate and surgery (hysterectomy with bilateral salpingectomy, enterolysis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the anaemia, migraine, headache, depression, anxiety and adenomyosis outcome was unknown and the dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was done without complication with 3 coils remaining on the right side of the patient's uterus. The left was then done with 4 coils inside the patient's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: impression: small amount of free fluid in the cul-de-sac. Gas present in hysterectomy bed with some adjacent fluid. Differential considerations include normal postoperative appearance and abscess. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Hsg results: total bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix. Two fallopian tubes; left with benign paratubal cyst. Both tubes suggestive of prior sterilization procedure. Secretory endometrium. One leiomyoma, 0.8cm. No adenomyosis, endometrial hyperplasia or malignancy identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, anemia and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 35-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, seizures, incisional hernia, cholecystectomy, tonsillectomy, hyperemesis, multiple allergies, tiredness, leiomyoma nos, endometrial hyperplasia, multigravida and parity 3. Concurrent conditions included dizziness. Concomitant products included levothyroxine sodium (synthroid) since 2002 and levothyroxine since (B)(6) 2012 for hypothyroidism as well as calcium carbonate from (B)(6) 2014 to (B)(6) 2019, citalopram from (B)(6) 2009 to (B)(6) 2015, colestyramine (cholestyramine) from (B)(6) 2014 to (B)(6) 2019, cyclobenzaprine hydrochloride (cyclobenzaprin) from (B)(6) 2014 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2014 to (B)(6) 2018, levothyroxine sodium (levothroid), liothyronine sodium from (B)(6) 2014 to (B)(6) 2014, metoclopramide from (B)(6) 2014 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), pantoprazole from (B)(6) 2014 to (B)(6) 2019, promethazine hydrochloride (promethazine hcl) and terbinafine hydrochloride (ternazole) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), escitalopram oxalate, ferrous sulfate, minerals nos;vitamins nos, minerals nos;vitamins nos (prenatal vitamins), nortriptyline, sertraline, sumatriptan succinate and surgery (hysterectomy with bilateral salpingectomy, enterolysis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the anaemia, migraine, headache, depression, anxiety and adenomyosis outcome was unknown and the dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was done without complication with 3 coils remaining on the right side of the patient's uterus. The left was then done with 4 coils inside the patient's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: impression: small amount of free fluid in the cul-de-sac. Gas present in hysterectomy bed with some adjacent fluid. Differential considerations include normal postoperative appearance and abscess. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Hsg results: total bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix. Two fallopian tubes; left with benign paratubal cyst. Both tubes suggestive of prior sterilization procedure. Secretory endometrium. One leiomyoma, 0.8cm. No adenomyosis, endometrial hyperplasia or malignancy identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, anemia and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 35-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, seizures, incisional hernia, cholecystectomy, tonsillectomy, hyperemesis, multiple allergies, tiredness, leiomyoma nos and endometrial hyperplasia. Concurrent conditions included dizziness. Concomitant products included levothyroxine sodium (synthroid) since 2002 and levothyroxine since (B)(6) 2012 for hypothyroidism as well as calcium carbonate from (B)(6) 2014 to (B)(6) 2019, citalopram from (B)(6) 2009 to (B)(6) 2015, colestyramine (cholestyramine) from (B)(6) 2014 to (B)(6) 2019, cyclobenzaprine hydrochloride (cyclobenzaprine) from (B)(6) 2014 to (B)(6) 2016, escitalopram oxalate (leapfrog) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2014 to (B)(6) 2018, levothyroxine sodium (levothroid), liothyronine sodium from (B)(6) 2014 to (B)(6) 2014, metoclopramide from (B)(6) 2014 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), pantoprazole from (B)(6) 2014 to (B)(6) 2019, promethazine hydrochloride (promethazine hcl) and terbinafine hydrochloride (tetrazole) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced anaemia ("anemia"), 5 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). In november 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and depression ("depression"). The patient was treated with alprazolam (xanax), escitalopram oxalate, ferrous sulfate, minerals nos;vitamins nos, minerals nos;vitamins nos (prenatal vitamins), nortriptyline, sertraline, sumatriptan succinate and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and fatigue was resolving and the vaginal haemorrhage, anaemia, migraine, headache, depression, anxiety and adenomyosis outcome was unknown. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was done without complication with 3 coils remaining on the right side of the patient's uterus. The left was then done with 4 coils inside the patient's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, anemia and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain pelvic area'). In a 35-year-old female patient who had essure (batch no. 627755), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiple allergies, seizures, incisional hernia, cholecystectomy, tonsillectomy, hyperemesis, multiple allergies, tiredness, leiomyoma nos, endometrial hyperplasia, multigravida and parity 3. Concurrent conditions included: dizziness. Concomitant products included: levothyroxine sodium (synthroid) since 2002 and levothyroxine since (B)(6) 2012 for hypothyroidism as well as calcium carbonate from (B)(6) 2014 to (B)(6) 2019, citalopram from (B)(6) 2009 to (B)(6) 2015, colestyramine (cholestyramine) from (B)(6) 2014 to (B)(6) 2019, cyclobenzaprine hydrochloride (cyclobenzaprin) from (B)(6) 2014 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2014 to (B)(6) 2018, levothyroxine sodium (levothroid), liothyronine sodium from (B)(6) 2014, metoclopramide from (B)(6) 2014 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), pantoprazole from (B)(6) 2014 to (B)(6) 2019, promethazine hydrochloride (promethazine hcl) and terbinafine hydrochloride (ternazole) from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), (B)(6) months (B)(6) days after insertion of essure. On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), escitalopram oxalate, ferrous sulfate, minerals nos;vitamins nos, minerals nos;vitamins nos (prenatal vitamins), nortriptyline, sertraline, sumatriptan succinate and surgery (hysterectomy, with bilateral salpingectomy, enterolysis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The anaemia, migraine, headache, depression, anxiety and adenomyosis outcome was unknown. And the dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was done without complication with 3 coils remaining on the right side of the patient's uterus. The left was then done with 4 coils inside the patient's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2014, impression: small amount of free fluid in the cul-de-sac. Gas present in hysterectomy bed with some adjacent fluid. Differential considerations include normal postoperative appearance and abscess; hysterosalpingogram: on (B)(6) 2009, essure device was successfully occluded; hsg results: total bilateral occlusion; pathology test: on (B)(6) 2014, diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy; benign cervix: two fallopian tubes, left with benign paratubal cyst. Both tubes suggestive of prior sterilization procedure; secretory endometrium: one leiomyoma, 0.8cm. No adenomyosis, endometrial hyperplasia or malignancy identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, anemia and anxiety. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a (B)(6) year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, seizures, incisional hernia, cholecystectomy, tonsillectomy, hyperemesis, multiple allergies, tiredness, leiomyoma nos and endometrial hyperplasia. Concurrent conditions included dizziness. Concomitant products included levothyroxine sodium (synthroid) since 2002 and levothyroxine since (B)(6) 2012 for hypothyroidism as well as calcium carbonate from (B)(6) 2014 to february 2019, citalopram from (B)(6) 2009 to (B)(6) 2015, colestyramine (cholestyramine) from (B)(6) 2014 to (B)(6) 2019, cyclobenzaprine hydrochloride (cyclobenzaprin) from (B)(6) 2014 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2014 to (B)(6) 2018, levothyroxine sodium (levothroid), liothyronine sodium from (B)(6) 2014 to (B)(6) 2014, metoclopramide from (B)(6) 2014 to (B)(6) 2015, oxycodone hydrochloride; paracetamol (acetaminophen w/oxycodone), pantoprazole from (B)(6) 2014 to (B)(6) 2019, promethazine hydrochloride (promethazine hcl) and terbinafine hydrochloride (ternazole) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced anaemia ("anemia"), 5 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and depression ("depression"). The patient was treated with alprazolam (xanax), betacarotene; bioflavonoids;biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), escitalopram oxalate, ferrous sulfate, minerals nos; vitamins nos (prenatal vitamins), nortriptyline, sertraline, sumatriptan succinate and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and fatigue was resolving and the vaginal haemorrhage, anaemia, migraine, headache, depression, anxiety and adenomyosis outcome was unknown. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was done without complication with 3 coils remaining on the right side of the patient's uterus. The left was then done with 4 coils inside the patient's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, anemia and anxiety. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: previously reported event medical device complication was replaced with new specified events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines, headaches, pain pelvic area, depression, mental anguish and adenomyosis were added. New lot number was added. Other relevant history, concomitant drugs and treatment drugs were added. New reporters and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.